Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that while he was disconnecting at the end of the treatment, he noticed a fluid leak coming out of the cycler cassette door. The patient was unable to provide any tubing set information at the time of the call. Technical support requested to have the cycler replaced as a precaution and advised the patient to follow up with his pd nurse regarding this incident. The patient stated that he would revert to manuals supplies to complete the pd treatment until the new cycler arrives. No adverse event reported at this time.